Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A commissioner for medical device safety reported that on (B)(6) 2018, the patient's head moved while repositioning for hypophyse surgery in the a1114 mayfield infinity skull clamp. It was the side with the 2 pins that moved. The patient (born (B)(6)) was injured with an 8-10 cm cut and it was sutured (8 sutures). The event did not lead to a significant increase in surgery time. The surgeon used another clamp. The patient was discharged to home and was reported to be doing well.

Manufacturer narrative:
During evaluation, it was observed that on the pressure test with a skull model, there was possibility to move or remove the skull. It did not move at any try. There was some small movement in the locking mechanism which had to be overhauled and adjusted. Some screws needed to be exchanged. Some small parts were wasted. The build records were reviewed and no issues found. The reported incident can not be confirmed. Root cause: worn parts and unit was out of adjustment.